Event description:
Bag broke during robotic lobectomy. No harm to patient. Procedure was completed using a competitor bag. Occured during a robotic case. Lung lobe was placed in bag with robotic grasper.